Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, fse observed the error to be an x-axis pitch sensor error. Fse replaced the pia board for the x-axis pitch sensor. The alignment was correct so fse was able to run 4 full racks with 10 samples each without any issues. The next day, the customer was able to run samples without any errors. The instrument was verified to be operating as expected. There was no further action required by fse. The most probable cause of the reported a bad pia board for the x-axis pitch sensor.

Event description:
On (B)(6) 2017, a customer reported error 708 x-axis with their g8 analyzer. The customer could not run a1c diabetes patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.